Event description:
Rn assessed patient and placed foley; foley was intact and draining properly upon insertion. Three hours later, the family calls nurses station and reports foley came out. Rn arrives and assessed patient and foley; foley was already disconnected. Family report patient "had to pee" and "pushed a little" and foley came out; rn assessed foley and attempted to refill balloon; foley was defective and would not inflate.